Event description:
Boston scientific crm received information that the right ventricular (rv) lead displayed increasing threshold and impedance measurements. The impedance measurements were within normal limits, the patient was not pacemaker dependant and the lead was monitored. 14 months later, increasing threshold and impedance measurements were again noted. An impending lead fracture was suspected. This lead will remain implanted and continue to be monitored. To date, no adverse patient effects were reported. Additional information was received that high out of range measurements greater than 2500 ohms were noted. Due to the patient only requiring two percent pacing in the rv, the lead will continue to be monitored at the discretion of the physician. No adverse patient effects were reported. Additional information was received 20 days later this patient expired. It was noted the patient was very ill with many co-morbidities and there was no allegation or evidence that the lead issue was linked to the patient's death.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.